Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was unable to open database. The remote deployment specialist deployed package, restarted the service to resolve the issue. The system functioned as intended after the remote deployment specialist troubleshooted the device.

Event description:
It was reported by the customer that sometime between (B)(6) 2025, the bd pyxis¿ medstation¿ es was unable to open the database dsclientoltp. The customer indicated that they left it for a while to see if it would restart on its own, and it was able to restart on its own. This resulted in the inability and delay to dispense medications to a patient in the oncology department. There was no report of adverse event or harm to the patient.